Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause infection.

Event description:
Treatment was successfully completed. Eleven months post-treatment, the clinic reported the bilateral abscesses (1 x 1 cm) to miramar lab's west regional director. Incision, drainage and packing were performed and the patient was prescribed clindamycin for 14 days. Healing abscesses noted bilaterally.